Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a nail broke due to the patient falling. The nail was implanted about two years prior to this incident. No further information is available at this time. This report is for the broken nail this is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for a nail, part and lot number unknown. Reported only as about two years prior to this incident. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.